Event description:
At the completion of the case the surgeon had difficulty removing his 4x90 ansell sheath due to heavy calcifications and scar tissue. When the sheath was being removed, it started to unravel therefore the decision was made to take him to the or for emergent operative removal.